Manufacturer narrative:
Mfg site ID was updated to (B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient normally self harmed due to their tourette's syndrome and the symptoms had worsened due to the high impedance problem. The ins was programmed to 0-, 1-, 3- at 3.0v, 120 usec, and 130 hz on the left side and 4-, 5-, 7- at 3.0v, 90 usec, and 130 hz on the right side. The ins battery level was at 75% on (B)(6) 2017. Impedances were measured to be high on all electrode pairs except c-3, c-4, c-6, c-7, 4-6, 4-7, and 6-7. Impedance of electrode pair 6-7 was measured to be low at 47 ohms. Intra and post operative antibiotics were given. After the revision, the ins was programmed to 0-, 1-, 3- at 2.5v, 60 usec, and 130 hz on the left side and 4-, 5-, 7- at 2.5v, 60 usec, and 130 hz on the right side. All impedances were measured to be normal after the revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, lot# 0208365549, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: adapter.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, explanted: (B)(6) 2017, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a loss of therapy and a return of symptoms. The implantable neurostimulator (ins) was implanted for tourette's syndrome. Due to the lack of symptom control, the patient was physically harming themselves. Diagnostics included measuring impedances. Impedances were measured to be high. The cause of the loss of therapy was the high impedances. A revision was done and the pocket adaptor was explanted and replaced. Following the revision, the issue was resolved. The patient was alive with no injury.